Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed. The electrical function of the lead was tested and no anomalies were detected. The lead remained implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.